Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse inspected the system and identified that the joystick on the geometry module was stuck sporadically, causing the angulation and rotation of c-arm to not work. The customer has not accepted the quotation to date after requesting several times to approve replacement of the geometry module. Therefore, no further action was performed at the time. To gather more information about the reported event, philips reviewed the device¿s service history for the past three years and confirmed that this is the only occurrence of this reported issue and the problem has not reoccurred. Philips has made several good-faith efforts towards the hospital to replace the geometry module, but, as of now, the customer has not accepted the quotation. If additional information becomes available, further investigation will be carried out. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was sporadically unable to move. No harm was reported to philips. Philips has started an investigation of this complaint.